Manufacturer narrative:
Lot number - the customer reported two potentially associated lot numbers: r16j06066 and r16j04046. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink set would not prime. The event was further described as the tubing chamber filled with unspecified medication but would not flow through the primary tubing. The event occurred during prime; therefore, there was no patient involvement. No additional information is available.